Event description:
During an hcv assay the summit sample handler, scanned the same sample barcode three times and failed to read two barcodes. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02260-04.